Manufacturer narrative:
Estimated date. The device was returned for analysis. The reported difficulty to remove could not be confirmed. The reported stent dislodgement and bent stylet were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported kinked stylet; however, factors that could contribute to a kinked stylet include but are not limited to, manufacturing damage, damaged during shipping, and product damage during handling by user. The reported difficulty to remove and stent dislodgement appear to be related to operation context of the procedure as it is likely the kinked stylet interacted with the hoop during removal causing the reported difficulty to remove. Additionally, when the sheath was removed from the stent delivery system it is likely the bent stylet caused the stent to interact with the sheath during removal causing the reported stent dislodgement and noted material deformation. There is no indication of a product quality issue with respect to manufacture, design or labeling. The xience proa is currently not commercially available in the u.s; however, it is similar to a device sold in the u.s.

Event description:
It was reported that it was not possible to pull a 3.00x23mm xience proa stent delivery system (sds) out of the dispenser coil because the protective mandrel was bent/kinked. The stent dislodged when the protective sheath was attempted to be removed off the stent. The sds was not used in the patient. Another unspecified stent was used to complete the procedure. No additional information was provided.